Event description:
Customer alleges the chair will not move, it just clicks. No injury alleged.

Event description:
Customer alleges the chair will not move, it just clicks. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41, serial number/date code is unknown. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is a male age unknown, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). Initial pr issued MFR report #1525712-2012-00480 indicating the model number as m41. The correct model number is m91. The comment has also been corrected indicating the correct model number and owners manual part number. No RMA has been initiated for this issue. Model m91, serial number/date code is unknown. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male age unknown,(B)(6) . The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.